Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the patient will be monitored regularly.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited gradual increase in pacing impedance measurement of more than 2,000 ohms. The system remains in service. No adverse patient effects were reported.